Event description:
Pt reported that insulin leaked into the cartridge chamber. She also stated that the insulin leakage started around the tubing from the adapter. Pt's blood glucose elevated to (258 mg/dl).